Event description:
It was reported that device was shutting off itself since the night before this report. Device was on and off, then on, then off. Patient had fallen many times. Patient had new pain on right side and had device for degenerative disease. Patient relocated and was looking for a closer doctor. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID , serial# (B)(4), product type: programmer, patient. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).